Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site was red and irritated. The patient visited the doctor's office, who prescribed antibiotics (cephalexin, 500 mg) to be taken 4 times a day for 10 days and a solvent to help remove the pod (solvo-palsp 2 mad by source).